Event description:
Operator is not sure whether there was a leak in the pto prior to its removal or whether the leak occurred because of the rest of fluids after the manual return. Customer had called earlier to report alarm #53: return line air detected during reinfusion. No other alarms occurred during the treatment. Operator stated no air was injected to the patient and no leaks were present. Operator stated the return bag has 62 ml, the treatment bag was full. Css asked whether they consider the air sterile, operator answered yes. Css guided the operator to abort the treatment. Operator decided to perform a manual return. Operator called back to report presence of fluids in the pump deck, noticed only when the pump tubing organizer (pto) was removed, at the level of the recirculation pump. Operator stated it was impossible to detect it before the pto was removed. Css advised to check the conditions of the patient and keep her monitored. Operator stated the patient is not having any problem. Css recommended to call back in case any leak in the circuit is noticed and/or the conditions of the patient change. A return kit box was sent to the central pharmacy of the hospital in order to return the kit. However; the kit was not returned. Photos were provided for analysis.

Manufacturer narrative:
Lot c146 was reviewed. There were no non-conformances. This lot met all release requirements. Device was used for treatment. Uvadex was administered. However, this incident is not related to uvadex. The uvadex lot number was not reported; therefore no batch record review was performed. Trends were reviewed for all complaint categories and no trend was detected for alarm #53: return line air detected nor for pto leak. A corrective and preventive actions was initiated for alarm #53: return line air detected and is now closed. No corrective and preventive action was created for pto leak. A photo analysis was conducted for this complaint. Review of the photographs provided by the customer did not identify any tubing routing issues or leaks. The assessment is based on information available at the time of the investigation. It was not possible to confirm if the device (kit) met specification based on the photo evaluation. No remedial action taken. (B)(4). Not returned.